Manufacturer narrative:
All available information was investigated, and the reported unintended movement ((clip open ¿ establishing final arm angle (efaa)) was unable to confirm via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on the available information, a cause for the reported unintended movement (clip open-efaa) cannot be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.na

Event description:
Patient ID: (B)(6). This report is being filed as the clip opened while locked. It was reported that on (B)(6) 2021, the patient presented with chronic, ischemic functional mitral regurgitation (mr) grade 4+, with mitral annular calcification. The clip delivery system cds701-xtw, 10623r178 had failed establishing final arm angle (efaa). The clip was at 20 degrees and then continuously opened. The device was removed without further issues reported. There were no adverse patient effects associated. In replacement, two additional clips were implanted without device issues. The mr had been reduced to grade 1+. No additional information was provided regarding this issue.